Event description:
It was reported that this pacemaker exhibited a product performance issue. The patient underwent a procedure to remove the device and implant a new pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The product has been received for analysis. This report will be updated upon completion of analysis.